Event description:
Two times during delivery of cardioplegia solution during a cardiopulmonary bypass procedure, the pump stopped unexpectedly. The user was able to restart the pump on both occasions and the procedure was concluded without further incident. There was no patient injury.